Event description:
Initial reporter indicated that their dell handheld computer "was really hot on the back" and she could not "get it to turn on." Good faith attempts are being made to expedite product return for product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.